Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. The concluded cause is not adequately described by any other term.

Event description:
It was reported that a sensor stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise under one hour. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor stopped working is reportable based on the finding of a [reportable issue]. No injury or medical intervention was reported.